Event description:
It was reported that balloon rupture occurred. The patient presented for percutaneous transluminal angioplasty. The 90% stenosed target lesion was located in a shunt in a non-tortuous and non-calcified vessel. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres for 1 minute, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.